Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the lips with juvéderm volbella® xc and juvéderm vollure® xc. Hcp later reported that the patient was injected in fulls lips with 0.9 cc juvéderm vollure® xc, then two weeks later, in the lips for touchup with 0.2 cc of juvéderm volbella® xc. The patient experienced hard, swollen, tender lips at the site of injection. At first it was at the site of the juvéderm volbella® xc injections but then all the sites. There was medical intervention provided, prednisone 60 mg taper (12 days) + doxycycline 100 mg bid (14 days) po, 2 units of hylenex in the largest nodule right upper corner lip. 150 units hdl c indo/ epi total to dissolve the lip filler. The symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm volbella® xc.